Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt experienced a "dark shadow on the left side" of his vision. The lens were exchanged for an unk model. Additional info was received from the surgeon, who indicated the pt was diagnosed with "dysphotopsia" prior to the iol exchange.

Manufacturer narrative:
The lens was returned for eval. Solution is dried on the lens. Optic damage was observed. Results from the product history record review indicated the product met release criteria. The associated products are approved. The product investigation could not identify a root cause for the report of a dark shadow in vision. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There were no other complaints reported for this lot. (B)(4).